Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus delivery. Blood glucose value was 132 mg/dl. Customer was advised to disconnect at the quick release and run fixed prime, insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir, rewind, reinsert the reservoir and perform manual prime; the insulin pump alarmed no delivery. Customer was advised the device is working as designed and the alarm was caused by a set/reservoir occlusion. It was advised the alarm may have been caused by a set/reservoir occlusion. It was advised to replace the infusion set and reservoir as soon as possible.